Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is not functioning properly. There was no reported patient involvement.

Event description:
The customer reported that the battery is not functioning properly. Further information was provided that the battery no longer charges. There was no reported patient involvement.